Event description:
Reporter alleged going to the doctor based on the device result of 277 mg/dl. It was reported doctor measured 89 mg/dl and customer's meter read 287 mg/dl however no time frame between testing was not provided. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.